Event description:
On oct 4th, accelus was made aware of the following event. After following up on a charge sheet for a wasted shim from an oct 3rd 2-level initial tlif, it was reported that when we put that cage in, the shim did not lock even after dr. (B)(6) had turned the expanding handle all the way. He wanted to remove the shim and just keep the shell inside the patient. He later told me that he picked out a size that was too big for the patient and that's why the shim wasn't able to lock since the disc space was too small for the selected size. The complaint form was populated which provided the remaining information. Dr. (B)(6) was expanding the first cage he was implanting. He turned the black t handle enough for it to break the guide pin off. After he removed the inserter he visually noticed that the shim was not locked into the shell. He decided to remove the shim with the shim remover tool. He wanted to leave the shell in and pack it with bone graft. He later mentioned that the size of the implant chosen was too large for the patient and it wasn't able to expand because the disc space didn't allow for it and was too tight. There were no issues at all when implanting the second cage. It ended up being the same exact size shim and shell as the first cage. Tray: tih9-0179. The procedure was completed with stryker spine mis screws and flarehawk 9 shim and shell fhpas10623x (1) fhpacs0025tt (2) and it was reported the dr. Left the expanded shell in the disc space without a shim. For the second level, the device worked properly. The rep clarified, when the dr turned the t handle too much the guide pin snapped and made an audible snapping sound. Apiece of the core was left inside the inner part of the guide pin and it was no longer threaded onto the shell and was able to be removed without unthreading. The rep also clarified, just the height of the shim that was picked was too large. The shell was fine but the height the dr was trying to expand too was too large for what the disc space allowed. There was no attempt to remove the shell as dr. (B)(6) preferred to keep the shell in place and use it as the inter body. He wanted to just pack the hollow shell with bone graft. It was reported there was no impact to the patient and no delay to the procedure.

Manufacturer narrative:
Given that the parts were not returned, a physical analysis could not be performed. It was reported that there was no attempt to remove the shell as dr. (B)(6) preferred to keep the shell in place and use it as the inter body. Additionally, it was reported that the height of the shim that was picked was too large. Based on the information provided, the event was caused by user error, as the surgeon selected an implant that was oversized relative to the disc space. Stm-00018, rev. D was reviewed to ensure that it addresses this issue and does not require any updates. No delay in surgery was reported. No patient impact was reported. No new information to report since the surgery and the surgeon had no concerns with patient as dr. (B)(6) preferred to keep the shell in place and use it as the inter body. Based on the results of the investigation there was no evidence to suggest that design or manufacturing issues caused or contributed to the reported issue. No further escalation is required at this time. We will continue to monitor for similar complaints and emerging trends.